Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the reported date of (B)(6) 2023. Block h6: device code a180104 captures the reportable event device foreign material present in device. Block h10: the returned radial jaw 4 - pediatric - biopsy forceps was analyzed, and it was observed that the device was returned out of the packaging. The handle, jacket, and jaws were in good condition. No evidence of foreign materials was found in the biopsy forceps. The reported event was not confirmed. Based on all available information, it was not possible to find evidence of any foreign material in the returned product. The device returned out of its packaging, so it was impossible to determine if the material observed by the customer was inside the package at first. Therefore, the most probable cause is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was to be used in a procedure on an unknown date. As the radial jaw 4 was unpacked, foreign matter was observed at the tip of the device. Another of same device was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the reported date of january 27, 2023. Device code a180104 captures the reportable event device foreign material present in device.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was to be used in a procedure on an unknown date. As the radial jaw 4 was unpacked, foreign matter was observed at the tip of the device. Another of same device was used to complete the procedure. There were no patient complications reported as a result of this event.